Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a lack of efficacy and therapy was not effective. The manufacturing representative stated "impedances weren't on a quad (3 out of 4)." During a revision, the hcp noted an infection. The implantable neurostimulator (ins) was removed. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.